Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via email that the customer insulin pump alarmed motor error and had a blank display. Customer¿s blood glucose was 240 mg/dl at the time of incident and treated with manual injection. Customer¿s parent stated that the insulin pump had a blank display and had a motor error prior. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. The motor was tested outside of the device and passed. Device received with stripped battery cap(p)coin slot and broken battery cap.